Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported an empty reservoir alarm occurred on (B)(6) 2014 and was confirmed by telemetry and read in the pump logs. It was noted the patient was out of state and the healthcare provider (hcp) could not get a hold of him, which was why the refill was missed. It was also reported the patient did experience a ¿little bit¿ of return of symptoms and had some return of spasms, but no major withdrawal. The pump was being used to deliver lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.